Event description:
Taxus stent deployed successfully in distal rca with subsequent dissection proximally. Unable to attempt to place a second stent. The 3x16 stent was deployed in the proximal rca to counteract the tortuosity. Cypher 3x16 got held up in the proximal stent. Stent got snagged and came off delivery device. Eventually it was crushed with a balloon, establishing good flow in that area, but the dissection remained without a stent.